Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: a review of the pump¿s history showed multiple call service alarms on the reported event date. The pump was unable to power on and display the verify screen. The call service alarm could not be adequately investigated. The pump¿s cover was removed and internal moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013 the reporter contacted animas to report the insulin pump gave an unspecified message; the patient was unable to provide specific details. Troubleshooting could not be performed as the pump display screen was blank. There was no reported patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.